Event description:
Duragen plus 2.5 x 2.5 would not stick to pt. The event lead to an increase in surgery time of 10 mins. The pt did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.